Manufacturer narrative:
The customer reported that inconsistent pads/paddles messages appeared in the event summary of this device. The device was evaluated at philips, and the failure was verified. The issue was localized to an incomplete electrical connection between the therapy port and cable. Both parts were replaced to resolve the symptom.

Event description:
The customer reported that inconsistent pads/paddles messages appeared in the event summary of this device.